Event description:
It was reported that during a pci procedure, a shaft fracture occurred. The 80% stenotic lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) coronary artery. The lesion was predilated with a 15mm x 2.0mm balloon. Resistance was encountered during insertion of the maverick2 monorail catheter. The distal shaft of the maverick2 monorail catheter fractured while crossing the lesion and was removed without incident. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".